Event description:
It was reported that during use the needles are pulling out of the hub during injection with a bd 1ml tb syringe slip tip. The following information was provided by the initial reporter: it was reported that needles are sticking or blowing off of the syringes during injection.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needles are pulling out of the hub during injection with a bd 1ml tb syringe slip tip. The following information was provided by the initial reporter: it was reported that needles are sticking or blowing off of the syringes during injection.